Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The clinical team provided an operative report and intra-operative record for a revision of the patient's right hip due to recurrent dislocations. Op report also states that the stem had "minimal anteversion". A stem (implanted in (B)(6) 2021), an elevated rim insert and +7.5 ceramic head (implanted in (B)(6) 2021) were revised to a restoration modular stem construct, +8 femoral head, adm/ mdm poly insert, and mdm metal liner.

Manufacturer narrative:
Reported event: an event regarding malposition involving an unknown stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "this inquiry reports two events. A primary total hip replacement performed on (B)(6) 2021 and had to be revised for recurrent dislocation on (B)(6) 2021. It also reports that another revision was necessary on (B)(6) 2021 also due to recurrent dislocation. I can confirm that these events took place since I was able to review the operation reports. Regarding the possible root cause of this event, I cannot determine it with certainty. Early recurrent dislocation is one of the most common reasons for revision and is multifactorial but most often relates to surgical technique." Product history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: it was reported that during a revision for recurrent dislocations, the stem was explanted in addition to the head and the liner because it was observed to be minimally anteverted. A review of the provided medical records by a consulting clinician confirmed the dislocation events but did not confirm the reported malposition. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The clinical team provided an operative report and intra-operative record for a revision of the patient's right hip due to recurrent dislocations. Op report also states that the stem had "minimal anteversion". A stem (implanted in (B)(6) 2021), an elevated rim insert and +7.5 ceramic head (implanted in (B)(6) 2021) were revised to a restoration modular stem construct, +8 femoral head, adm/ mdm poly insert, and mdm metal liner.